Manufacturer narrative:
Inratio precision data provided by end-user lot, date: (B)(6) 2011, 1st inr = 1.6, 2nd inr = 2.0, 3rd inr = 1.9, mean = 1.83, sd = 0.21, %cv = 11.38. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Conclusion: analysis of the client's data from inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). Action threshold (B)(4) has been reached. (B)(4). Test records indicated all strip test results met product performance requirements when compared to the results from in vivo tests. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.6, lot number: 243934. Date: (B)(6) 2011, inratio: 2.0, lot number: 243394. Date: (B)(6) 2011, inratio: 1.9, lot number: 243394. Tests done one right after another using a different fs each time. Customers husband is concerned about the variation between the two strip lots that were tested.